Event description:
Home patient (hp) reported one of her lines became disconnected from the homechoice set during teatment. 2240 alarm sounded and hp was instructed to re-start therapy with new set-up. There was no patient injury or hospitalization associated with this incident.